Event description:
It was reported that this right atrial (ra) lead experienced a signal artifact monitor (sam) event for which appears to be noise signals. The lead remains in service. No adverse patient effects were reported. Additional information was obtained; the right atrial (ra) lead was explanted due to the patient having a heart transplant. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead experienced a signal artifact monitor (sam) event for which appears to be noise signals. The lead remains in service. No adverse patient effects were reported.